Manufacturer narrative:
Additional information: the device was returned for evaluation. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition.

Event description:
It was reported that while the patient underwent an unspecified spinal procedure, ¿the tip of the driver was fractured during final tightening. The fragment was retrieved after cleaning the surgical site.¿ no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.